Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker presented at the hospital after a syncopal episode. Additional information from the field representative provided this pacemaker had entered safety mode. In safety mode a nine second pause was exhibited. This pacemaker was subsequently explanted and another pacemaker implanted to complete the procedure. This pacemaker has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.